Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon was attributed to the damage of the cable unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus medical systems (B)(4), it was found that the endoscopic image of the subject device flickered. The subject device was loaner asset of olympus. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being supplemented to correct the date that "g3: date received by manufacturer" in the initial report submitted on september 12th, 2021 should be august 20th, 2021, and not august 18th, 2021 as previously reported. Also this supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the reported phenomenon was attributed to the partial breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.